Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the lens adhesive was likely peeling off due to stress applied during use, external factors, or handling of the device. However, a definitive root cause could not be determined. Further evaluation of the device found that the adhesive on the bending section cover was cracked, due to external factors. The bending angulation was lacking due to elongation of the angle wire. The play of the angle knob was out of specification due to wear of the angle wire. The bending angle in the up direction was exceeded due to damage of the bending tube. The suction cylinder was scraped, and the paint was peeling. The insertion tube, control section, tip cover, boot, switch box, scope control cover, up/down knob, up/down lock, right/left knob, right/left fixing angle, grip, universal cord, scope connector, and the scope connector side of the universal cord, were scratched due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the air supply connector of the subject device was loose. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the illumination lens was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [adhesive peeled off]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.